Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.

Event description:
Allegedly revised due to broken neck. During soccer game the patient had sudden pain and could not stand on leg anymore. The day before the patient had a grater feeling in the hip. Orig. Surg. Date unknown.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00394. This event occurred in (B)(6).